Manufacturer narrative:
Conclusions: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient had no hearing perception with the device and reported only hearing a sound which is similar to one heard when the batteries of the audio processor are empty. The parent reported the loss of access to sound with the device to be gradual. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no access to sound with the device.